Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to disassembly of the humeral liner and humeral tray. However, the reported disassembly could not be confirmed. Additionally, potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined, as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) 300-30-07 - equinoxe preserve stem 7mm. (B)(6) 320-06-38 - glenosphere 38mm. (B)(6) 320-15-02 - rs glenoid plate sup aug, 10 deg. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm. (B)(6) 320-38-13 - 145-deg pe 38mm const hum liner +2.5. Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-01880. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported during a clinical study, approximately 13 months after a left shoulder replacement surgery; the patient heard a "pop" after reaching to pet his dog. The patient began to experience alarming grinding and cracking noises, accompanied by significantly increased pain compared to his condition before the surgery. Subsequently, the patient was scheduled for and underwent a left shoulder revision approximately 3 months following the onset of symptoms. Post operative diagnosis noted disassociation of the polyethylene component. No medical or surgical interventions were reported. The patient's outcome was last known as resolved. No additional information is available.